Event description:
Vent inop condition while in use. No patient harm reported. The (B)(4) field service engineer confirmed the reported problem and replaced the mmi pcba.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the mmi board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).